Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure a scratch was seen on the peripheral edge of the iol that he implanted yesterday. He reported that he chose to leave the iol implanted due to the scratch location and not being in the visual field. He reported no patient harm. The surgeon feels it could be the injector used. He reported that a cartridge was used. Additional information was requested.